Event description:
It was reported that the device was reading very low. No patient injury was reported.

Manufacturer narrative:
Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found the tamper seal was broken and the front bezel was cracked. Functional testing duplicated the reported problem. The root cause of the reported issue was found to be fluid ingression in the bench. The co2 (carbon dioxide) bench, co2 pump and tubing kit were replaced. No product information has been provided to date. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#: 617147.